Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/23/2014 with the following findings: a review of the pump history did not show any rebooted in the current black box data. The pump powered on appropriately with the returned battery cap. The battery cap was able to fully tighten, and a power loss was not observed. The battery cap contact measurements were found to be within specification. The pump was exercised for 24 hours with no power issues or alarms occurring. The pump casing was removed and there was no internal defects observed.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.